Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary planned treatment/non-emergency treatment was completed as planned by using another system. The customer reported that the system geometry movement were not available, and they rebooted the system several times which resolved the reported issue. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue as the system was working as intended. However, after rebooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.